Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported the 53-year-old male patient had bleeding at the impella 5.5 access site and heparin was halted. The pump remained on for support despite the bleed, already for 71days.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding - major issue was most likely patient condition related since the bleeding was extracorporeal membrane oxygenation (ECMO) site. H6 component code added. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ g1 reporting contact fax number missing on manufacturer device report 1220648-2023-04741. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The investigation for the optical signal issue has been completed. No product or data logs were returned for investigation. The root cause of the optical signal issue was not determined since product and data logs were not returned for investigation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B.5. Updated with additional information. G.1. Updated with correct MDR reporting contact email. H.6. Medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-04741.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal not reliable alarm. An echocardiogram was performed to verify correct position. Support was continued, and the patient was successfully weaned off the device.